Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occurred on (B)(6) 2024 and (B)(6) 2024, it was reported that patient faced two event of infusion set fell off during use. The infusion set had been in use for twenty two hours of insertion. Patient's blood glucose was noticed at time issue 160 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.